Event description:
It was reported that the unspecified bd infusion set experienced overinfusion. The following information was provided by the initial reporter: nurse preparing to hang antibiotic as secondary, with primary container below using 9.5 inch hanger. Primary infusion was programmed and started. When she came back, antibiotic container was empty. Patient received additional dose, as patient was preparing for surgery, pharmacy recommended physician order additional dose to cover surgical procedure prophylactic dose. Nurse did not recall if clamp was open or closed.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. It was reported that the secondary line over infused and the patient received an additional dose of medication. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.